Manufacturer narrative:
The customer performed maintenance on the analyzer and then ran precision studies for ggt and one other test. Precision was ok.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc / szasz on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The reporter also mentioned that other patient results for ggt and one other test are accompanied by flags indicating abnormal linearity. The sample initially resulted in a ggt value of 268 u/l. The sample was repeated twice, resulting in values of 285 u/l and 545 u/l. The ggt reagent lot number was 61990701, with an expiration date of 31-dec-2022.

Manufacturer narrative:
The analyzer cells were exchanged and this resolved the issue. The investigation could not identify a product problem. The cause of the event could not be determined.